Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) 3i t3 non-platform switched tapered implant 3.25 x 13mm (bost3213) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use and wear. A fracture screw portion was seen stuck inside the implant. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet 3i screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage, torque applied during placement/seating exceeds recommended value and the clinician does not follow the recommended protocol for product placement and final seating. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided; date of event unknown / not provided; brand name unknown / not provided; catalog and lot number unknown / not provided; concomitant medical products: dental implant: bost3213, 3i t3 non-platform switched tapered implant 3.25 x 13mm, lot# 2016070541. Concomitant medical products: therapy date unknown / not provided; PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on tooth site #10 was fractured inside the implant. The doctor was unable to retrieve the broken portion, therefore the implant was removed.